Event description:
It was reported that during a rotator cuff repair procedure using the ultravac icw wand, the wand stopped working after 10 minutes of activation and gave an error message. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.